Event description:
The customer's father reported via phone call that the insulin pump alarmed no delivery during a manual prime. Customer's blood glucose was unknown. Troubleshooting did not occur as the father did not have the insulin pump present at the time of the call. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.